Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was noisy and the lock lever was defective. The device was not being used during surgery. It is unknown if there were any user or patient injuries or if medical intervention was required. There was no additional information provided.